Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The guidewire tip of the basket wire was broken off. The manufacturing record was reviewed and found no irregularities. A likely cause of the problem is that the guidewire near the tip region was bent for some reasons. This caused the adhesive between the guidewire tip and the basket wire to peel off. As a result, the guidewire tip came off. However, the cause of the reason could not be identified. The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. At the start of the procedure, the basket of the subject device could not be opened. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On december 10th, 2020, omsc found that the tip of the basket wire was broken off.